Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a cracked electro static dissipative flex. To correct the condition, the microprocessor board was replaced. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.if any additional information is received, a follow-up MDR will be sent.

Event description:
During product evaluation by a baxter service technician, an I-pump was found with a damaged electrostatic dissipative flex. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is association with this event. No additional information is available.